Event description:
The customer reported that the system displayed a voltage error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor computer video control was reseated. The system was tested and found to be working as intended and put back into service.